Event description:
The customer reported a clear fluid leaked from the left side of the unit into the waste drawer and onto the floor involving unicel dxi 800 access immunoassay system. The customer stated approximately one cup of fluid leaked from the unit. The customer had on personal protective equipment (ppe) and placed a towel on the fluid spill. The customer noted patient results were not generated. Beckman coulter, inc. Customer technical service (cts) advised the customer not to use the unit. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and discovered a small pin hole in a wash buffer transfer tubing. The fse replaced the tubing and primed all air from the lines. No further issues were noted. The unit conformed to the manufacturer's published performance specifications. (B)(4).